Event description:
Pt arrived in ir with left internal carotid artery clot just past the origin of the left posterior communicating artery. Used penumbra 3d separator to snare clot. Tip broke off in the clot. Tip and clot unable to be retrieved.